Event description:
Over 60-year-old female with recent history of breast cancer. Procedure: left breast reflector localized lumpectomy with sentinel lymph node biopsy, possible axillary dissection. Trinode probe would not calibrate with unit. Another probe used successfully. No known harm to patient. Manufacturer response for probe, uptake, nuclear, trunode surgical gamma probe (per site reporter) will obtain.